Event description:
Reporter alleged blood glucose measured 345 mg/dl compared to the doctors' reading of 98 mg/dl when testing was performed within 3 to 4 minutes apart. Customer stated going to the doctor as a result of previous medical issues that are not related to her diabetes. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.